Event description:
Related manufacturer report number: 2017865-2021-35696. It was reported that the pacing lead impedance was high on the right atrial lead leading to polarity switch. Noise and oversensing was observed on both the right atrial (ra) and right ventricular (rv) lead. The noise on the rv lead was reproducible with pocket manipulation. Programming changes were made to reduce right atrial pacing. The patient was stable.